Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A photo was provided for evaluation. In the photo, white particulate can be observed, however the source of this particulate could not be identified from the photo. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the data from the investigation we are unable to determine the root cause of the concern.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: we have what looks like plastic in the bag.